Event description:
A doctor was placing a central line in a patient and when the doctor wanted to secure the line, the staff assisting noticed the pre-packaged (from manufacturer) was missing the white catheter clamp. The staff person had to obtain a new kit and remove the clamp from that kit. The patient was not harmed.